Event description:
It is reported that surgeon was using 4.5mm cannulated screws for syndesmotic repair. The surgeon drilled with 3.2mm cannulated drill bit through 3 cortices but did not drill through the for tibial cortex. Upon inserting the screws with the intent of gaining purchase in for cortex the self drilling tip of the 2 screws broke off in the dense cortical bone. Screws were removed and surgeon was instrumented to drill through for cortex. 2 new screws were placed without incident. The surgeon did not attempt to remove the fragments because the attempt would be invasive. Surgery was completed with satisfactory results with about 10 minutes delay in surgery. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.